Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused headaches, nausea, hypertension, lung/throat infection, asthma, shortness of breath and memory loss. The patient has alleged to seeing black dust particles. The patient did report to receive medical intervention and saw healthcare providers and was prescribed medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging waiting long with strong side effect of throat and lungs allergy, hypertension, blood pressure, asthma, breathlessness, sleep apnea, headache, nausea, memory loss, black dust particles creating breathlessness and asthma with throat infection related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and saw healthcare providers and was prescribed medication. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.